Event description:
The customer reported that during several extremity cases, the images were very dark, and the user had to take the system off auto tracking and manually adjust the image.

Manufacturer narrative:
The ge service representative verified the problem. The image was washed out when the system was in auto tracking mode. Auto trackin is working correctly, failure is due to left monitor. He adjusted brightness and contrast on left monitor. The system operates as manufacturer intended..